Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 7.3 cm abdominal aortic aneurysm approximately 2 months ago. Vessels had moderate focal calcification and severe tortuosity. The aortic neck was angulated 30 degrees and funnel-shaped, ranging from 25 mm in diameter proximally to 28 mm in diameter distally. It was reported that the pt returned for a follow-up approx 5 weeks post-implantation, and the CT demonstrated a proximal type 1 endoleak. The physician elected to intervene 3 weeks later by placing a 28 mm aneurx cuff, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusion: (endoleak). (Funnel-shaped aortic neck with angulation).